Event description:
It was reported that the patient presented to the clinic complaining of dizzyness. Ventricular autocapture threshold testing revealed loss of ventricular capture with backup pacing every other beat. Autocapture was turned off and the ventricular output was programmed. The patient is pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.